Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the reported valve findings could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the rigid prosthetic valve leaflets likely caused the patient's mitral stenosis. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 11 years due to mitral stenosis. Operative report findings indicate the subject device was very rigid with significant stenosis. The device was replaced with another edwards bioprosthetic valve. Patient discharged home on pod #5.